Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to open and release drawer cubie. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height 4.1 on the main with broken left rail and bearings out. A field service engineer (fse) replaced the entire drawer. The fse used the hardware test application to pop out the pockets from the original drawer and transferred them to the new drawer. After configuring the new drawer, the customer tested it using the cubie map and performed an inventory check, confirming that the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.